Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump plus system. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump plus system displayed an error code during priming. The unit was switched out to start the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the reported issue. The unit was returned to sorin group (B)(4) for further investigation where it was subjected to visual inspection and simulated use testing. Visual inspection did not identify any abnormalities. During functional testing, the reported error was reproduced. The issue was traced to the hex inverter schmitt trigger on the (B)(4) board. This issue was caused by a defective circuit board. This is a known issue and a correction has already been initiated ((B)(4)). The defective board was replaced and the unit was tested. No further issues were identified and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure.

Manufacturer narrative:
There was no patient involvement. The device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump plus system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump plus system displayed an error code during priming. The unit was switched out to start the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump plus system displayed an error code during priming. The unit was switched out to start the procedure. There was no patient involvement.